Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior svc (superior vena cava) defibrillation cable and the interior rv (right ventricular) defibrillation cable were both extrinsically fractured due to pulling/stretching. Visual summary analysis of the lead indicated stretching.

Event description:
It was reported that the right ventricular (rv) lead had no capture, a gradual increase in threshold, and a gradual increase in pacing impedance. The rv lead was capped and replaced. It was also reported that the device reached elective replacement indicator (eri) in less than two years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead, (B)(6) 2010; 1258t competitor implantable pacing lead, (B)(6) 2010. (B)(4).